Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing and shock impedance less than 20 ohms. The device was explanted and a new device was successfully implanted.